Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number, expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was missing from the packaging. The doctor had the implants ready and drilled the osteotomy. When the doctor opened the packaging for one of the implants, there was no implant inside. Doctor to use an implant of shorter length to complete the surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device nor its containing vial was not returned for investigation neither were there any x-ray or picture provided to aid investigation. Since products have not been returned, visual/functional inspection could not be performed. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant was missing from the packaging. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.